Event description:
It was reported that the colonovideoscope tested twice for >25 colony forming units (cfu) for an unspecified contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where information provided by users revealed no information that could be used to determine deviations from the instructions for use (IFU). The results of the culture test conducted by a third party provided by the user are listed below: sampling date: unknown (2 times). Sampling from: unknown. Cfu (colony forming units): 25cfu. Bacterial identification: unknown. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: tip/distal end. Cfu (colony forming units): no detection. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: forceps/biopsy channel, suction channel. Cfu (colony forming units): 0cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu (colony forming units): 0cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: sub-water supply/auxiliary channel. Cfu (colony forming units): 0cfu. Bacterial identification: n/a. The device was evaluated where the distal end, at the exit of the channel tube, contained foreign material, the origin or type of which could not be confirmed. The reported fault is being attributed to insufficient reprocessing. There was no information on the reprocessing procedure, and no nonconformity was confirmed in the area where the foreign matter remained, so the cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU (instructions for use): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.